Event description:
It was reported that the patient had an MRI to check for granuloma. The patient described that a small "crystalline structure" was found. It was later reported that the catheter was explanted and replaced on (B)(6) 2014. It was noted that there was no alleged product issue. The pump system was delivering sufentanil, clonidine and bupivacaine. Patient was stable and out of the hospital. The patient's status at the time of report was "alive with injury." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n195480019, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had extreme bilateral lower extremity spasms and the patient had recent increase in their usual pain before diagnosis. No cultures were done with the catheter was explanted. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.